Event description:
The central axis bottom bumper cover fell off of a monitor bracket during a surgical procedure in operating room 3. The bumper cover did not strike the patient, but it fell into the sterile field and re-draping of the area contacted was required. No injury was reported and the surgical procedure was not impacted as a result of the incident.